Event description:
A nurse reported that the equipment displayed a system message which locked the unit prior to a vitrectomy procedure. The patient was in the surgical suite and had received general anesthesia at the time of the event. After a 20 minute delay, the procedure was performed with an alternate system. No patient harm was reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported system message (sm). However, based on the reported sm, the company representative replaced the system common signal cable and cleaned the front panel and host module contacts. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. (B)(4).